Manufacturer narrative:
As reported, sorbafix enhanced fixation device stuck together and did not fixate the mesh. No additional information has been provided upon request. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum: h11: this supplemental MDR is submitted to correct the imdrf annex b code. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a unilateral inguinal hernioplasty procedure sorbafix enhanced fixation device was used. It was reported that the fasteners were stuck together and did not fixate the mesh. The procedure was completed using another non-bd device and there was no patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced fixation device stuck together and did not fixate the mesh. No additional information has been provided upon request. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum #1: h11: this supplemental MDR is submitted to correct the imdrf annex b code. Addendum #2: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the device could not reproduce the reported event that the device deployed two fasteners at once and failed to fixate. The device functioned as intended during simulated use testing, deploying the remaining fastener with no issues. No manufacturing anomalies found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a unilateral inguinal hernioplasty procedure sorbafix enhanced fixation device was used. It was reported that the fasteners were stuck together and did not fixate the mesh. The procedure was completed using another non-bd device and there was no patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced fixation device stuck together and did not fixate the mesh. No additional information has been provided upon request. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a unilateral inguinal hernioplasty procedure sorbafix enhanced fixation device was used. It was reported that the fasteners were stuck together and did not fixate the mesh. The procedure was completed using another non-bd device and there was no patient injury.